Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted 34 months, exhibited a monitoring voltage of 2.65v and a 23.9 second charge time. The device was subsequently explanted and will be returned for analysis.